Event description:
A distributor in (B)(4) reported that a patient using an icon CPAP humidifier and a swift fx nasal mask developed paralysis on the right side of his face after four days of use the patient further alleged that the "high flow" of the icon was causing him to have difficulty breathing.

Manufacturer narrative:
(B)(4). Method: the complaint icon CPAP was received by the french office of fisher & paykel healthcare (fph) for evaluation. The icon was tested by a trained fph technician for functionality and accurate pressure output. Results: the icon operated normally during testing and did not display any error codes. Pressure testing determined that the icon was delivering the correct set pressure. Conclusion: no fault was found with the icon as it operated normally during testing, outputted the correct set pressure and had no internal defects that would have resulted in abnormal operation. The icon was subsequently returned to the customer. The customer has informed fph that his unit was set to deliver pressures of between 4 and 14 cmh2o. These are normal pressure settings, set by the patient's doctor, and there is no evidence to suggest that this level of pressure would cause the alleged paralysis or breathing difficulties reported by the patient. The patient was being treated with tegretol for his neuralgia. Information made publicly available by novartis, the manufacturer of tegretol, has revealed that it is an anticonvulsant and specific analgesic for trigeminal neuralgia, a neuropathic disorder characterised by episodes of intense pain in the face, originating from the trigeminal nerve. The trigeminal nerve is the great sensory nerve of the head and face. According to the information published by novartis, tegretol has many possible serious side effects. These side effects include numbness and paralysis. It is, therefore, reasonable to conclude that the use of tegretol is the likely cause of the symptoms described by the patient.